Manufacturer narrative:
The insulin pump was received with broken off end cap, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the insulin pump was damaged. The customer's father stated that the bottom part of the insulin pump came off. The customer's blood glucose was 290 mg/dl at the time of call. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.